Manufacturer narrative:
The facility stated that during the event user facility personnel commanded the tables back section to rise. The table back section did rise, but the table leg section also lowered at the same time. Facility personnel followed the proper procedure for utilizing the table's override auxiliary systems as stated in the operator manual. The operator manual states (pp.5-1), "the amsco 3080sp surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." A steris service technician arrived onsite and spoke with the facility's biomed tech regarding the reported event. The biomed technician reported that the table had performed in a similar manner on a few other occasions, but had only been able to duplicate the issue one time; steris was not contacted regarding these reported issues. The steris service technician tested the unit and was unable to duplicate the reported event. The technician spoke with steris engineering and discussed the possible causes for the issue. Based on the discussion, the table's control board was replaced. The table was tested and confirmed to be operating properly. No additional issues have been reported. The 3080sp surgical table is approximately 21 years old and is serviced and maintained by the user facility.

Event description:
The user facility reported their 3080sp surgical table did not respond to commands via the hand control during a patient procedure. There was no injury reported in relation to the event. No procedural delay or cancellation was reported. The or staff utilized the table's integrated override auxiliary systems to correct the table to the desired patient positioning.